Event description:
During use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console displayed unusual flickering at the borders of some of the displayed data. The function of the device was not affected. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.